Manufacturer narrative:
Additional information was added to fields h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause for the event reported could not be determined. During device evaluation, it was found that the ke45 (single component, paste-like, thixotropic adhesive) on the forceps cover was missing; however, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope screw near the elevator was loose. The issue was found during reprocessing. There was no report of patient injury or medical intervention associated with this event. Additionally, it was observed during the device inspection that the ultrasound gastrovideoscope exhibited a loose/collapsed elevator channel plug. There was no report of patient involvement.